Event description:
On (B)(6) 2013, animas contacted patient in a follow up call. Patient alleged having an episode of high blood glucose (bg) with positive ketones on (B)(6) 2013. Patient does not know specific bg level at the time, but reports that it did come down easily after a correction, and she had and has been under a large amount of stress. She is not reporting any issues with sites or with pump itself. Patient is having surgery tomorrow and currently is under stress. She prefers not to go into detail at the current time. She does report again today having a high bg, but was able to get it to come down to 164 mg/dl. No site or pump issue reported. This complaint is being reported because a patient on pump therapy experienced hyperglycemia.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.